Manufacturer narrative:
Event took place in (B)(6) and has been reported through (B)(4). Currently, the data is poor and the device has not been sent back/ analysed. As soon as further data will be available, a follow up report will be sent in to the agency.

Event description:
(B)(4). Tentative summarizing translation from initial reporters narrative: leakage at the hub.

Manufacturer narrative:
Event took place in (B)(6) and has been reported through (B)(4). Based on risk assessment and clinical evaluation file is considered as closed. (B)(4).

Event description:
(B)(4). Tentative summarizing translation from initial reporters narrative: leakage at the hub.